Manufacturer narrative:
"Email address" should reflect: (B)(6). The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a nurse stated that the tubing came out of the cassette on a saturday day shift and was dripping onto the floor.